Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and prior to reinserting the catheter into the patient, no fluid was coming out of the catheter when trying to flush it. The catheter was replaced, and the procedure continued without further issues. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was completely occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device number lot 31222919l, and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The a manufacturing record evaluation was performed for the finished device number lot 31222919l, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and prior to reinserting the catheter into the patient, no fluid was coming out of the catheter when trying to flush it. The catheter was replaced, and the procedure continued without further issues. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).